Manufacturer narrative:
Product analysis: the customer comment of generated errors was confirmed at analysis and it was noted that the black battery wire was pinched with the insulation exposed and that three upper case bosses were stripped. The main printed circuit board was replaced as a preventive measure. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated error codes upon boot-up. The epg was returned for servicing. The event occurred during device setup. There was no patient involvement. During troubleshooting discussion it was suggested that a different brand of battery be tried as size/fit can vary. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.